Event description:
Healthcare professional reported injecting a patient with juvéderm vista voluma and juvéderm® volbella¿ xc to the temple and forehead. Patient experienced swelling in the corners of the eyes (both sides). Patient might have sinusitis, deemed not device related, and began treatment with antibiotics. Symptoms are on-going. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, juvéderm® volbella¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "sinusitis", deemed not device related is considered an unexpected adverse drug experience.